Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on all contacts of the left lead. The patient instead scheduled to have a CT scan and no further intervention is planned at this time.